Manufacturer narrative:
Reference e-complaint: (B)(4). Investigation, x-initiated manufacturer's investigation, x-no sample returned, x- review DHR, inspect returned samples, inspect stock product. Analysis and findings: the reported complaint cannot be verified or analyzed due to the absence of the affected cti-ii device. Should the affected device be returned in the future, the complaint may be reopened and amended as needed. A review of the two year complaint history indicated that there had been similar complaints reported previously and were mitigated by sustaining engineering by way of redesign of the needle tip that addressed the cause for plastic shavings. A review of the lot DHR did not indicate any abnormalities. A review of the manufacturing assembly instructions indicated that nothing had been changed, and work instructions were properly being followed and adhered to. Corrective actions: correction and/or corrective action. Corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. Corrective action level 3, train personnel, x-none. Reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? No. Review and closure. X-recommended continuous improvement program (cip) complaint closure letter required? Ncmr issued? #: CAPA required? #: other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Event description:
(B)(4). Titile xxxxx. Event desc: surgeon's procedural notes state: "during the use of the carter-thomason fascial closure device in the left upper quadrant trocar site, a small plastic piece of the carter-thomasen device fractured off. This was identified in its entirety and removed from the incision. It did not enter the abdominal cavity, but was found in the subcutaneous tissue and removed." X-ray for surgical count states: "impression: no clear radiopaque foreign body is seen (however plastic may not be seen on x-ray). Recommend clinical correlation." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. Reference e-complaint: (B)(4).

Event description:
Uf importer report number (B)(4). Title xxxxx. Event desc: surgeon's procedural notes state: "during the use of the carter-thomason fascial closure device in the left upper quadrant trocar site, a small plastic piece of the carter-thomasen device fractured off. This was identified in its entirety and removed from the incision. It did not enter the abdominal cavity, but was found in the subcutaneous tissue and removed. " x-ray for surgical count states : "impression: no clear radiopaque foreign body is seen (however plastic may not be seen on x-ray). Recommend clinical correlation." E-complaint: (B)(4).